Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is performa lot 473437. Medwatch with (B)(6) is active system. Medwatch with (B)(6) is performa lot 473759.

Event description:
Caller reported blood glucose results of 211 mg/dl and 80 mg/dl on performa combo and 97 mg/dl on active within 10 minutes. Customer used performa strip lots 473759 and 473437, but is unsure which lot number produced each result. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.